Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Observed opening device assessed as surgical damage. Cyst: unable to observe since it is not related to the device. Cancer-ndr: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
The patient reported revision surgery for cyst removal. This record is for the right side. Physician reported right side rupture found during surgery. Device explanted.

Event description:
The patient reported revision surgery for cyst removal. This record is for the right side. Physician reported right side rupture found during surgery. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.